Event description:
It was reported that the user fell backwards off a 66550 rollator after the caster broke. The user hit her head and injured her neck and stated she had a knot on the back of her neck and had spasms. The user also hurt a tendon in her right leg and tore her rotator cup.